Manufacturer narrative:
Additional device product code: lxt. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the screw of the self-holding clamp was loosen and the nut was unmovable. It is unknown how the issue was discovered. There was no patient and surgical involvement. This report is for one (1) large ex-fix open adj clamp mr-conditional. This is report 1 of 1 for complaint (B)(4).